Event description:
Gastroenterologist gave pill for a (B)(4) study. Reacts severely to sulfa drugs in the past, feels he should have known not to give pill. Had an anaphylactic reaction. (Sitzmarks contains barium sulphate).

Manufacturer narrative:
Reporter claims anaphylactic rxn. In self. Unable to duplicate this rxn. With device in laboratory testing.